Event description:
Cryoablation was performed. The next day pt was treated for post-op pain. Four days later the pt was admitted and diagnosed with uterine perforation, colonic perforation and pelvic abscess. Pt was treated by performing a hyterectomy and colostomy.